Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins). It was reported that the impedance measurements of electrodes 4 and 12 were out of range at 180 ohms. It was unknown what actions were taken and what the outcome of the event was. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the cause of the out of range impedances was not provided. No actions/interventions were provided and it was unknown if the issue was resolved.